Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4).

Event description:
As dr. (B)(6) was deploying the stent, the distal pull pin separated from the shaft. The stent was successfully deployed in the target area. No injury to the patient reported evaluation of the returned device found the protege gps exhibited a separation between the manifold lock housing and the manifold tip.